Event description:
It was reported by a company rep through review of pt programming history that a programming anomaly was noted on (B)(6) 2009 in which there was an interruption in the pt's therapy. Settings were found to have been lowered inadvertently during a generator diagnostic test ((B)(6) 2009). The pt settings were adjusted at the office visit of (B)(6) 2009. No pt injury was reported due to the noted event.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Analysis of programming history event date, corrected data: review of programming history shows the event occurred on (B)(6) 2009. This report is being submitted to correct this information.

Event description:
Additional programming history was reviewed showing that the event occured on (B)(6) 2009.